Event description:
It was reported that the patient presented for remote follow up via merlin.net. The patient experienced an episode of ventricular tachycardia which deteriorated into ventricular fibrillation. The patient's right ventricular lead failed to deliver shock in from the programmed vector due to low defibrillation voltage impedance. An alternate vector successfully delivered shock to convert the patient to sinus. Programming interventions were made. The patient was stable.